Manufacturer narrative:
The audit log was reviewed which showed that when re-starting the session from a previous attempt to set the table position, the start value did not re-set even though the table position was different when cma was opened. The cause could not be determined and is still under investigation.

Event description:
The customer reported a discrepancy lateral movement between xvi and sequencer screen. Based on the available information there have been no actual mistreatment.

Manufacturer narrative:
Name and address changed. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The send button should become disabled once it has been pressed and the couch has moved into the desired position. Although the send button remains active when it should not be, pressing it multiple times will not cause any harm. The couch still moves correctly. In this specific case the lateral move target and lateral move actual were correctly shown in the couch move assist window.